Event description:
The customer reported the system intermittently would not display a usable fluoroscopic live image and required a system reboot to regain functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.